Event description:
Reported bloo9d glucose results of "8.2 mmol/l and 4.7 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The patient had no control solution to check the products.